Manufacturer narrative:
Received 1 foley catheter with the drainage bag still attached. During the visual examination, inspected the exterior of the sample and did not find any abnormalities. During the functional evaluation, inflated the balloon with 10 cc water and performed flowrate testing. There was no flow. Dissected and found excess coating in the drainage eye, preventing flow during use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Upon sample receipt for another complaint, the sample did not match the device that the allegement was against. The product defect was unknown; however, upon sample evaluation it was found that there was excess coating on the drainage eye.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Upon sample receipt for another complaint, the sample did not match the device alleged against. The product defect was unknown; however, upon sample evaluation it was found that there was excess coating in the drainage eye.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Upon sample receipt for another complaint, the sample did not match the device alleged against. The product defect was unknown; however, upon sample evaluation it was found that there was excess coating in the drainage eye.